Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm set , which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The master software version of this device was 6.63.92, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as a battery depleted alarm set. The root cause was determined to be due to the extended operation of the pump on the batteries. A baxter repair technician replaced the main batteries and harness to resolve this issue. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).